Event description:
The customer reported via phone call that they received a motor error alarm while they were sleeping. It was also found the back end of the customer's insulin pump was detached. Customer stated the damage was near the drive support cap. The customer also reported pressing on the drive support cap to tape the insulin pump together. Customer's blood glucose was 106 mg/dl at the time of the call. The customer also reported a compromised force sensor system alarm occurring. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor home switch contaminated with glue like substance. The insulin pump was unable to verify alarms due to motor error alarms. The insulin pump was received with cracked end cap, traces of glue like substance noted around the end cap and case. The insulin pump was unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or motor test due to motor anomaly. The insulin pump was received with cracked case at display window corners, cracked display window and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.